Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. A review of the device history record of the product code/lot# combination was conducted with no findings. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the device. The following information was provided by the user facility: when the angio-seal device was being inserted in the insertion sheath, there was resistance, so the angio-seal device was withdrawn and successfully removed. Another angio-seal device was used to continue the procedure. The estimated blood loss was <250cc. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.